Event description:
It was reported that crosstalk oversensing was seen on the right ventricular (rv) electrogram (egm) of the implantable cardioverter defibrillator (ICD). Technical services (ts) was contacted, and ts noted the crosstalk oversensing was falling into the ICD's blanking period on the rv egm. The ICD system remains in service. No adverse patient effects were reported.